Event description:
It was reported that the customer experienced an extreme and unexpected high and low blood glucose event and did not know why. The customer stated that she had had a seizure and contacted her doctor for high blood glucose. The blood glucose reading was 400 mg/dl, which the customer treated with a bolus. The current blood glucose was 225 mg/dl. Upon troubleshooting, it was found that the device passed the high pressure test, insulin did exit from the tubing during manual prime, and that no leaks were found. Advised that the insulin pump was working as designed. Customer stated that the infusion set cannula was not bent and the set was not occluded. It was also reported that the device had alarmed motor error during prime. No significant events leading to the alarm were noted. Advised replacement of the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No motor error alarm was noted. The motor passed the motor test. The insulin pump had minor scratches on the display window, cracked display window corners and a cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.